Event description:
Hamilton medical ag received the following incident description: 20ml and 500ml flows could not be adjustable within specifications during calibration.

Manufacturer narrative:
Servo module is not functioning correctly and needs to replaced.

Manufacturer narrative:
Servo module is not functioning correctly and needs to replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: 20ml and 500ml flows could not be adjustable within specifications during calibration.